Manufacturer narrative:
(B)(4).

Event description:
1it was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.